Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button.

Event description:
The customer reported via phone call that the insulin pump had frozen display and time was frozen. The customer¿s blood glucose level was unknown at time of incident. The customer stated that insulin received no delivery alarms. The customer stated that they were not able to clear the alarms. The insulin pump will be returned be for the analysis.